Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device had cracked case at the display window, cracked reservoir tube window, missing end cap sticker, and minor scratches lcd window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. He initially noticed the battery was low, he pressed act to bolus and it didn't respond. He then removed the batter, reinserted it, and that is when the alarm occurred. Customer's blood glucose was 225 mg/dl. He didn't recall any significant event which may have caused the device to alarm. He was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.